Manufacturer narrative:
The customer no longer has their api survey strain for this investigation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. Vitek 2 ast-gn69 lot# 5890624403 met final qc release criteria and passed qc performance testing.

Event description:
A customer in the united states notified biomérieux of false susceptible results for an escherichia coli survey strain when testing with the vitek® 2 ast-gn69 test kit. The customer obtained a susceptible result (mic=8) for ampicillin/sulbactam. The expected result for this survey strain is resistant. The customer was not able to repeat testing because they no longer had the isolate available. As there is no patient associated with this quality control strain, there is no adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.